Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system. It was reported that during an outside procedure while booting the system up the system became unresponsive and it shut down while loading the disc. They were not able to load the disc. There was no patient present.